Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
The received sample showed yellowish/brown discoloration throughout. The surecuff was completely detached from the tubing and was not returned for evaluation. Gross examination showed a partial slit in the bifurcation.